Manufacturer narrative:
Aga medical could not evaluate the aso involved in this incident since the device remains successfully implanted. No further information is expected to be received regarding this event.

Event description:
According to the information received, the subject presented to the clinic for a 1-month follow-up visit on (B)(6) 2011 and was found to be in atrial flutter with a heart rate of 112. The patient stated he was walking behind a snowblower on (B)(6) 2011 when he felt increasingly tired , had palpitations, mild sweating and felt like he was going to pass out. This episode resolved spontaneously with rest. The morning of (B)(6) 2011 he said he felt "uneasy" again. The patient was admitted directly to harper hospital for tee and cardioversion. The patient was started on heparin and cardizem. Tee was done under anesthesia and ruled out clots/thrombus. The patient then underwent synchronized cardioversion at 100j and 200j and failed to convert to sinus rhythm. The patient was then given ibutilide 1mg ivat 1400 followed by another dose of 1mg IV ibutilide at 1402 and the patient converted to sinus rhythm. The qt interval did increase from 450ms to 510ms at the end of the ibutilide infusion. The patient was monitored for 24 hours due to prolonged qt interval and discharged home on coumadin for 4 weeks. This event was reviewed by aga medical's data safety monitoring board on (B)(6) 2011 and was adjudicated as being related to the amplatzer septal occluder (aso) that was implanted on (B)(6) 2011.